Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted scratches and tool marks on the device case. All seal plugs were intact and all set screws operated normally. A review of the stored electrograms noted some evidence of mechanical noise that is over sensed on the ventricle lead. A test lead was inserted into each lead barrel of the device; each set screw securely held the lead in place. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) recorded noise on the right ventricular (rv) rate/sense channel, exhibited by this patient's rate/sense lead. The noise was oversensed; however, it was unknown if it resulted in any pacing inhibition. It was felt to be due to the current adaptor that had been used to extend this rate/sense lead. It was questioned how to adapt the existing rv lead with the current rv lead to optimize sensing and pacing. A technical services (ts) consultant discussed adaptor options and advised that this was off-label use. A lead revision procedure was performed, during which all leads were left implanted and no new leads were added. During the procedure, the insulation came off an old defibrillation lead. The physician was unable to identify the model/serial number of this lead. Ts discussed attempting to cover the exposed wire with lead repair silicone sleeve, and doubted that energy would conduct to it, but to try to eliminate the exposed wire in the patient. Additional information was provided that this device was later explanted and returned for analysis. To date, there have been no reported adverse patient effects associated with this clinical observation.